Manufacturer narrative:
An event of mild/moderate paravalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined, however valve deployment above the annulus may have contributed to the reported paravalvular leak. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 14 may 2024, a 27mm navitor valve was selected for in implant. The sizing of the annular dimensions of the native valve, perimeter: 73.6mm; area: 415.5mm^2; diameter: 20.5mm x 26.6mm (avg. 23.6mm) during the procedure, due to patient anatomy and (relatively) shallow initial landing position at 80% deployment, the valve seated 3-4 mm above the native annulus upon final deployment, in the native sinuses. There was mild/moderate paravalvular leak (pvl) around the left coronary cusp (lcc) following in the initial implant, but otherwise no other patient related issues. A decision was made by implanting physicians to implant a second 27mm navitor valve due to the location of the first valve. The second 27mm navitor was implanted successfully, without migration or changes to the first valve, with excellent hemodynamics and no pvl. The physician did not feel as though it was a valve related-or product related issue, but rather an anatomical and technique driven issue. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.